Event description:
It was reported that while placing the bravo ph monitor, the capsule did not attach to the pt's esophagus. At first, it appeared that the capsule had attached. When it was viewed for the second time, the capsule had dislodged and fell off into the pt's stomach. No injury to the pt was reported.